Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis and resulting regurgitation could not be confirmed, but progression of disease may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 6 years post implant of a 23mm sapien valve, the patient was diagnosed with severe bioprosthetic symptomatic aortic stenosis. Tte revealed an aortic valve area of 0.8mm2, mean aortic valve gradient of 40mmhg and 2+ aortic insufficiency. Approximately 4 months later, a 23mm sapien 3 valve was implanted within the existing valve. Post deployment tte revealed no paravalvular leak and a mean gradient of 8mmhg. Post procedure the patient was stable.